Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer also received insulin pump error alarm during basal, but they were able to clear alarm and rewind process. Customer stated that self test was failed and received battery test failed alarm. Customer also reported that insulin pump was dropped, exposed to moisture and was not exposed to high magnetic field. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black on 03/07/2022. The customer alleged failed battery test alarm, missing segments/partial display, moisture damage, and cosmetic damage (damaged pump). No missing segments/partial display noted during testing. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement due to high impedance. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with serial number label missing, pillowing keypad overlay, cracked keypad overlay, and scratched case identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on 03/07/2022 at 20:55:04, 21:01:49, low battery alarm on 03/08/2022 at 14:51:00, insert battery alarm on 03/07/2022 at 20:55:41,21:01:48, 21:01:51. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and corroded battery tube. No unexpected failed battery test, low battery, nor insert battery alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In summary, customer allegation for cosmetic damage (damaged pump) was confirmed during visual inspection where serial number label missing, pillowing keypad overlay, cracked keypad overlay, and scratched case was noted. Customer alleged for failed battery test alarm was confirmed. Customer allegation of missing segments/partial display was not confirmed. Moisture damage confirmed on the pcba 1 and corroded battery tube medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.